Event description:
Additional information received from manufacturing representative that this problem remains unresolved and that patient will follow up with hcp on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID tm90d0 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that therapy had turned off a couple of times, resulting in the return of tremors and making it difficult to use the equipment to connect. The patient noted that after a programming session on (B)(6), adaptive stimulation (adbs) was activated, and the first instance of therapy turning off occurred on (B)(6) while traveling in pennsylvania, with no suspected high voltage or emi nearby. The patient observed that therapy was off, paused adaptive stimulation, and switched to group c as previously instructed. On (B)(6) at home, tremors returned, and therapy was again found to be off, but the patient was able to turn therapy back on. The patient typically recharges the implant weekly when it reaches 30% and did not check the ins battery status on a(B)(6) ; however, they noted it was at 70% after the issue on august 26th. It was discovered that both the communicator and wireless recharger were often on simultaneously, interfering with device connection. Turning off the recharger allowed immediate connection to the implant. The patient decided to remain on group c and was advised to monitor their environment and battery status daily. They were also redirected to schedule an appointment with their healthcare provider to review device logs, with an appointment set for (B)(6). On (B)(6), the patient called back reporting that therapy had turned off during the night, tremors returned, and the ins battery was low. After charging to 100%, the therapy was restored, but the battery dropped to 30% in under two minutes. The patient reported recharging to 100% on sunday, with battery checks showing 60% on monday and 50% on tuesday. The patient was advised to continue tracking recharge sessions and bring all external devices and notes to the rescheduled appointment on (B)(6). They were also encouraged to have their healthcare provider contact medtronic for support during the visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Manufacturer representative (rep) called while with patient (pt) today because pt is reporting that the implantable neurostimulator (ins) is turning off. Rep was looking at usage data and recharge data but the dates are all incorrect. Rep seeing recharge data starting (B)(6) and same as usage data. Technical services (ts) asked rep to confirm device date, but implant date is correct. Ts had rep update device date. This allowed for one recharging data point to match to (B)(6) 2025, ins was at 0% charged to 90% in 40 min. Recharge data showed 2 or 3 other days where ins battery got to 0%. Pt reports charging once per week. Recharge interval shows 7.2 days and issue happened with adaptive stim or reg programming was active. Adaptive stim was activated about 3 weeks ago when this issue started. Rep indicates getting code 804 on patient programmer. Issue was resolved by reinterrogating. On (B)(6), rep called back to report the patient's stimulation turned off on them again, as stated by the patient's provider. This occurred within the last week since the rep saw the patient.